Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic proctectomy, while approaching the intestinal tract during rectal resection, the device did not fire. The surgeon was able to squeeze the handle, but the device still did not fire. Another device was used to complete the case. There was no patient injury.